Event description:
It was reported that during sterilization at the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure, the trigger sticking and causing run on, was confirmed through functional testing, disassembly, and visual inspection . The trigger shaft had corroded and was replaced. The device was returned to the customer.

Event description:
It was reported that during sterilization at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.